Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Pinching inside of jaw skin [mouth injury]. Brush head threw out this metal piece into mouth with the rotating brush pinching the inside of jaw skin when it happened [injury associated with device]. Small rod flew out of the head of the toothbrush, brush head threw out metal piece into mouth [device breakage]. Case description: consumer stated via social media that while brushing his/her teeth, a small rod flew out of the head of the toothbrush. No injury was reported. Follow-up: consumer stated the brush head threw out a metal piece into his/her mouth. No serious injury was reported.

Event description:
Pinching inside of jaw skin [mouth injury] brush head threw out this metal piece into mouth with the rotating brush pinching the inside of jaw skin when it happened [injury associated with device] small rod flew out of the head of the toothbrush, brush head threw out metal piece into mouth [device breakage] product counterfeit [product counterfeit] case description: consumer stated via social media that while brushing his/her teeth, a small rod flew out of the head of the toothbrush. No injury was reported. Follow-up: consumer stated the brush head threw out a metal piece into his/her mouth. No serious injury was reported.

Manufacturer narrative:
09-jan-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.